Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation; however, medical records including images were provided and reviewed. Therefore, the investigation is confirmed for filter limb detachment; however, the investigation is inconclusive for filter migration. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model md800f vena cava filter allegedly experienced filter migration and strut detachment. The information was received from a single source. One patient was involved with no impact or consequence. The male patient was 47 years old and weighed 224 pounds.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review will be performed. The device was not returned for evaluation, however medical records were provided for review. Therefore, the investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
A review of the reported information indicates that model md800f vena cava filter allegedly filter migrated and struts detached. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.